Event description:
It was reported that boston scientific technical services (ts) was contacted regarding rising shock impedance on the right ventricular (rv) lead. Ts noted the shock impedance measurements were high, out-of-range around 150 to 160 ohms and recommended performing a commanded 41 joule shock to determine delivered impedance. The device and rv lead remain in service. No adverse patient effects were reported.